Manufacturer narrative:
Correction: b5 narrative in the previous report contained errors. The narrative was corrected in this report and updated with new information received. D7 date of explant was corrected. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that lead migration was observed on one supraorbital lead and the occipital leads, and surgery occurred to explant and replace the supraorbital lead on (B)(6) 2020. The occipital leads were explanted on (B)(6) 2020 and replaced with a single occipital lead, which addressed the issue.

Event description:
It is unknown if only one or two leads are related to the issue. Additional information was received that lead migration was observed, and surgery occurred to explant and replace one occipital lead. The issue is not resolved, and further surgery may occur to address it.

Manufacturer narrative:
In b5, previous report should have mentioned that 1 or 2 leads were related to the issue. H6 - device code: code 2950 should have been entered in earlier report.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain a complete event description and patient weight, but they could not be obtained.

Event description:
Related manufacturer reference numbers: 1627487-2020-03771; 1627487-2020-03772; 1627487-2020-03774. It was reported that following an unrelated surgery that occurred on (B)(6) 2019, one of the patient's leads was impeded and unable to provide effective therapy. Reprogramming did not resolve the issue. As a result, surgery may occur to address the issue. It is unknown which lead was involved, so all of the patient's leads are being reported.